Manufacturer narrative:
According to the incident description, a flexible drill shaft broke during use. The product in question was provided for an optical examination. The fracture of the drill shaft occurred right at the start of the spiral part (beginning from the head of the product). The fracture is orthogonal to the spiral part. It is known that the fracture of the drilling shaft occurred during use/ intraoperatively. However, this had no health effect on the patient, as another drilling shaft from another manufacturer was used instead. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Remark ic-gmbh: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since a second drill shaft from another manufacturer was available.